Event description:
Boston scientific received information that the day after an epicardial implant, this right atrial lead had no as markers on the electrogram (egm). The capture threshold was good at 0.6v and the impedances were fine. The patient was 100% atrial paced with rates down to 30ppm, and aai pacing conducted through to the ventricle. The atrial egm was a flat line and boston scientific technical services discussed that it sounded like the patient had atrial standstill. An x-ray was done and the lead does not appear to have moved. Another evaluation was performed the next day and the same observations were noted. Two days later an additional check was performed. There was no atrial pacing and the patient was no longer in a junctional rhythm. It was confirmed by an electrocardiogram that p-waves were present. Subsequently the patient underwent an atrial lead revision and is doing well. This lead remains in service. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.